Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has intermittent pain at the ipg site with stimulation on or off. The pain increases when charging. The pt will consult with her physician regarding the issue.